Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4)(con): the patient stated that stated she was having a burning shooting pain at the ins implant site once in a while. Caller stated stim was working great for her symptoms. Caller stated it hurts like there was pressure around the incision site. Caller stated when she puts her cloths on it hurts like crazy and she feels this burning shooting sensation. Caller stated itwas not red and she did not think it was infected, but it did not feel right because it was so sensitive. Caller stated she thinks something might be loose. Caller stated if she did not touch anything near the implant it was fine but the moment she touches it or her clothes touch it or she sits near it (like in the car when she is driving), it hurts. The change of symptom /therapy was noted as sudden. Caller stated she did not feel like this was normal soreness as a part of recovery from the surgery. Caller was wondering if this was normal. Caller stated she has her follow up appointment on wednesday. The patient indicators for use are for urinary dysfunction sacral nerve stim and gastrointestinal/ pelvic floor/interstim. No further complications were reported/anticipated.